Event description:
It was reported that the ilet displayed an insulin occlusion alert after the user disconnected for a shower and then reconnected, with the screen initially locked and later unlocked, and that troubleshooting confirmed drops at the connector but the infusion set change was unsuccessful due to a dislodged set and no spare available, resulting in hyperglycemia for about three hours with a highest glucose reported as over 400 and cause unclear. Symptoms included hyperglycemia without reported acute complications. Outcomes included use of backup subcutaneous insulin by manual injection and no medical intervention. Investigation included technical support troubleshooting and user education on infusion set replacement. Investigation of this case revealed an insulin flow obstruction alert and an unsuccessful infusion set insertion, with the underlying cause of the hyperglycemia not determined. It was concluded that the complaint involved an insulin occlusion alert with hyperglycemia of unclear cause and that the user was advised on backup therapy and to replace the infusion set when available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.